Manufacturer narrative:
Correction to the g3 of the initial medwatch. The aware date should be 04 oct 2024. This is not a late report. Correction to e4 of the initial medwatch. See e4 for more details. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the average flow was insufficient. It is presumed the phenomenon was caused by flow abnormality due to failure of the first pressure reducer. However, a definitive root cause cannot be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the insufflator exhibited the average flow was insufficient due to defective first regulator unit. There were no reports of patient involvement.